Event description:
It was reported by the patient that the cannula did not deploy. The pink slide did not move forward and cannula was not visible.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first prime earlier than expected at pulse 22 and deactivated at pulse 32. No timeouts or drive stalls were observed in the device data. However, rotational sensor abnormalities were observed in the data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rotational sensor abnormalities observed in the original data replicated in the rerun. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The drive mechanism was inspected and discovered contamination on the commutator cap. Since the rotational sensor abnormalities replicated in the rerun data, the contamination on the commutator cap affected the cannula deployment as it caused first prime to complete earlier than expected, which in turn caused the cannula to not deploy.